Event description:
During manufacturer review of a patient's vns programming history, it was noted a faulted systems diagnostics test occurred on (B)(6) 2008 which changed the settings to unintended settings. The settings were later corrected to intended settings on (B)(6) 2008.

Manufacturer narrative:
Analysis of programming history.